Manufacturer narrative:
A request has been made for the lead to be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular defibrillation lead underwent a laser lead extraction due to poor sensing on the lead. An upgrade system was planned. The subclavian vein was occluded so it was decided to explant the entire system and re-implant a new system on the right side at a later date. The patient was pacemaker dependent so a temporary pacing wire was implanted until the new system is implanted. No additional adverse patient effects have been reported.